Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient claims to be having difficulty charging the ins. The ins is at the low battery level. The patient claims to have been trying to charge the ins for hours without being able to get the ins battery level to increment up. The patient reported that they keep the screen active on the controller during the recharging sessions. Prior to calling the caller confirmed that the recharger mode is at level 4. At the appointment they charged for 7 minutes, coupling status was excellent and the ins battery level did not increment up. The caller indicated that they kept the screen active during the duration of the charging session in the office. At the time of the call the remote battery was at 100% and ins displayed the red indicator (0-10% charged). The issue was not resolved through troubleshooting. Tss reviewed information about charging. The caller will continue to charge with the patient.

Event description:
The manufacturer representative (rep) reported on september 20, 2021 that the cause of the difficulty recharging was not determined but they believe it was due to user error because after the patient was re-educated on recharging protocols the issue resolved. Patient weight was asked but unknown.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.